Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report "failures with the dexcom receiver" they were trying out on (B)(6) 2016. No additional event or patient information is available.